Event description:
It was reported that prior to starting a da vinci si surgical procedure, the silver tip was pulled out of the long tip forceps instrument's shaft. No missing or fallen pieces were reported. The instrument was not used on a patient after the reported issue was identified. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Intuitive surgical, inc. Received the instrument involved with the complaint. Engineering confirmed the instrument was broken at the proximal clevis side with cracked main tube. Clevis was dislodged from main tube as a result. There were no missing pieces. No other damage found. Engineering concluded that the cracked main tube likely may be due to mishandling. The instruments & accessories instructions for use (IFU) specifically states: general precautions and warnings -handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.